Event description:
It was reported that, during set up for a cori demo, they turned on the real intelligence cori and immediately received the blue man error. They swap the power cord and tried a new outlet, same error. They attempted to re-install the 1.5 software, and about halfway through the software install they got the blue man error. They tried the same with the 1.43 software, and although it got a little bit further into the install, the system crashed and produced a blue man error right after the optimus prime image appeared. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # (B)(6) intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing determined that the tcu board was not receiving power due to a loose power connection wire. The most likely cause was a faulty wire crimp to the power connector. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.